Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to post-operative bleeding includes: health and the patient's compliance to post-op instructions, types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. The instruction for use contains information regarding post tonsillectomy hemorrhage (pth). Insufficient clinically relevant supporting documentation was provided to perform a though medical investigation. However, post-op bleeds s/p t&a are a known potential surgical complication and it was reported that the patient was recovering without further complications.

Event description:
It was reported that during the procedure there were no incidents on (B)(6). The case was a tonsil and adnoid. On (B)(6) (best of sales reps knowledge) (B)(6) at 2 am the patient was readmitted for bleeding. No further information.